Event description:
A malfunction alarm labeled as "malf 16" was reported with the pump, which could not be reset. There was no adverse impact to the customer's blood glucose level as it remained below 500 mg/dl. The customer was instructed to use a multiple daily injection (mdi) therapy as a backup.